Event description:
It was reported the ventricular port clip is broken and output cable will not attach. The device was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was found broken. Analysis also found the lower case was gouged, keypad was contaminated, encoder nuts were not torqued to specification, and one encoder knob was contaminated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.